Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board and the power controller board were replaced.

Event description:
The hospital reported the unit boots up to a system malfunction alarm. There was no report of patient involvement.